Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that they are seeing differing doses when recalculating on different dose grids.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. No patients were mistreated. It is possible to calculate and display an incorrect dose, effectively removing dose (but not the monitor units) from one of the beams. The exported plan mu will not deliver the dose display. If this issue were to reoccur it should be obvious to the user that there is a problem because the weight of one of the beams would be zero. The dose displayed in the views and dvh would not match what was expected. (B)(4) has only received one report of this issue.